Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for being in a car accident. Customer indicated that the pump may be over delivering insulin but has been changing the reservoirs more often. Customer's blood glucose was around 150 mg/dl to 200mg/dl at the time of the incident. Customer also indicated that the pump display screen is severely scratched and cracked and is hard to read. Troubleshooting found that the time was off by 1 hour and that the time changes by itself. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.